Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Four (4) photos were provided for evaluation. Visual evaluation was performed on the four photos and it was noted that the backcheck valve was clean of solvent and fell out of y-site distal caresite which would be the source of leakage. Based on the evaluation results, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence a quality notification and retrain was generated for all associates involved in the hand assembly process. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: product concern: the lower hard plastic breaks off if you push an IV med through the lower connection once you try to twist the syringe off. The chemo that leaked was doxorubicin. Possible lot numbers: lot number 0061788638; expiry date 05/31/2024; production date 06/22/2021. Lot number 0061798013; expiry date 08/31/2024; production date 09/16/2021. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.